Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead 2008 (B)(6); 5076 implantable pacing lead 2003 (B)(6). (B)(4).

Event description:
It was reported that the device had rapid battery depletion. The device was explanted and replaced prior to reaching elective replacement indicator as the patient is dependent. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device had rapid battery depletion. The device was explanted and replaced prior to reaching elective replacement indicator as the patient is dependent. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device identified a failure condition that disappeared during analysis. Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. The elective replacement indicator date was (B)(6) 2013. Explant occurred on (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.